Event description:
It is reported that a customer received a motor error alarm on their insulin pump after changing the batteries upon getting out of the shower. The patient's blood glucose level was 291 mg/dl at the time of the call. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: passed displacement test, rewind test, basic occlusion test, prime and a33test and motor test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.